Event description:
Caller reported a malfunction on the pump, noting no specific events preceding the issue. It was unknown whether the issue affected the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue returned.